Event description:
It was observed during the device inspection, that the hysteroscope eyepiece was cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be improper handling and the application of excessive force, such as impact to the device from a fall, shock, or similar stress. Olympus will continue to monitor field performance for this device.